Event description:
The patient underwent a right total shoulder arthroplasty. The patient later reported shoulder pain. During revision surgery, the polyethylene component was found to be worn. Photographs were also provided that confirmed the polyethylene was fractured. Patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: 310-02-44 - equinoxe, humeral head tall, 44mm (alpha). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.